Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.complaint confirmed. Upon visual inspection it was noted that the center pin / post is missing. The broken piece was not returned for investigation. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.

Event description:
On 5/10/2022, it was reported by a sales representative via email that an ar-9545-t15-01 driver shaft is worn and an ar-9236-02pp univers vaultlock glenoid trial peg snapped. Additional information requested.